Event description:
Procedure performed: hysterectomy. Event description: complaint occurred at [user facility]. "The surgery performed was a hysterectomy. During the surgery the device began to activate by itself without manual activation by the surgeon. And after that the device did not complete the sealing time." No patient injury was reported as a result of the event. Product is not available for return. Additional information was received via email on 13apr2023 from distributor: "it happened unprompted when the device was not being used to seal tissue." This was observed several times - at least 3 times. The device was used for "at least more than 5" before the experience was observed. Check device alarms interrupted the seal cycle. The jaws were not cleaned because this was at the beginning of the surgery. No other instruments were being used at the time of the event. The surgeon was grasping tissue near the uterus when the event happened. The activation and end tone were not heard. It was "sounding all the time the error alarm or cycle interrupted". There were not thermal effects. There were not errors on the generator. "Just the normal alarms when the sealing cycle is interrupt." The surgeon was not able to find a resolution. Intervention: the surgeon was not able to find a resolution. Patient status: no patient injury was reported as a result of the event.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: hysterectomy event description: complaint occurred at [user facility] "the surgery performed was a hysterectomy. During the surgery the device began to activate by itself without manual activation by the surgeon. And after that the device did not complete the sealing time." No patient injury was reported as a result of the event. Product is not available for return. Additional information was received via email on (B)(6) 2023 from [distributor]: "it happened unprompted when the device was not being used to seal tissue." This was observed several times - at least 3 times. The device was used for "at least more than 5" before the experience was observed. Check device alarms interrupted the seal cycle. The jaws were not cleaned because this was at the beginning of the surgery. No other instruments were being used at the time of the event. The surgeon was grasping tissue near the uterus when the event happened. The activation and end tone were not heard. It was "sounding all the time the error alarm or cycle interrupted". There were not thermal effects. There were not errors on the generator. "Just the normal alarms when the sealing cycle is interrupt." The surgeon was not able to find a resolution. Intervention: the surgeon was not able to find a resolution. Patient status: no patient injury was reported as a result of the event.